Event description:
It was reported that the stent delivery system became stuck on the filterwire. The target lesion was located in mildy tortuous internal carotid artery (ica). A 190cm filterwire ez and carotid wallstent were selected for use. Access was obtained from the femoral artery and the filterwire was placed in the distal ica. During procedure, it was noted that resistance was felt at the mid side of the carotid wallstent guidewire lumen when the stent was delivered. The stent was placed in the lesion. During removal, the stent delivery system became entrapped with the filterwire at the same location of the previous resistance. The devices were completely removed as a unit. The procedure was completed. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the protection wire was returned and was found stuck inside of a carotid wallstent monorail device, the filter wire is kinked in the middle section and the spring tip is curved. Dimensional inspection of the device that could be measured were performed and were within specification. Functional inspection was done as attempts to remove the filter wire from the carotid device were performed, however, it was not possible to be removed.

Event description:
It was reported that the stent delivery system became stuck on the filterwire. The target lesion was located in mildly tortuous internal carotid artery (ica). A 190cm filterwire ez and carotid wallstent were selected for use. Access was obtained from the femoral artery and the filterwire was placed in the distal ica. During procedure, it was noted that resistance was felt at the mid side of the carotid wallstent guidewire lumen when the stent was delivered. The stent was placed in the lesion. During removal, the stent delivery system became entrapped with the filterwire at the same location of the previous resistance. The devices were completely removed as a unit. The procedure was completed. No patient complications were reported and patient's condition was good.